Manufacturer narrative:
H6: medical device problem code. Section h3, h6: the cori console, pn rob10024, (B)(6), used for treatment, was returned for evaluation. The investigation did not visually or functionally identify the reported problem. The software files were downloaded from the device and provided for investigation. Case file ¿(B)(4)¿¿ was reviewed and the reported tibia ¿bone model generation error¿ message was confirmed. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation that has been corrected and released in cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. H6: health effect - impact code.

Manufacturer narrative:
The cori console, pn rob10024, (B)(6), used for treatment, was returned for evaluation. The investigation did not visually or functionally identify the reported problem. The software files were downloaded from the device and provided for investigation. Case file ¿(B)(4)¿¿ was reviewed and the reported tibia ¿bone model generation error¿ message was confirmed. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation that has been corrected and released in cori-v1.4.3 software. Although the reported problem associated with the handpiece errors was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka procedure, they had a tibial collection issue that made them repaint after cutting femur. There was a delay of fewer than 30 minutes. No other complications were reported.